Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01927 and 2014-07132).

Event description:
Legal counsel for the patient reported that the patient underwent a hip arthroplasty on unknown date due to alleged personal injury. It is unknown whether a revision procedure has occurred. Additional information received from patient¿s legal counsel report patient¿s left total hip arthroplasty was performed on (B)(6) 2010. Legal counsel for the patient alleges that patient was revised on (B)(6) 2012, due to patient allegations of pain, inflammation, soreness, dysfunction, loss of range of motion, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient left hip revision was performed on (B)(6) 2012 due to pain. The patient¿s operative report noted fluid and metal staining.